Event description:
While placing a coil within a stent to treat a cerebral aneurysm, the coil became caught on the stent and broke the stent and the coil unraveled. A fiber from the coil was unable to be retrieved and is still in the patient's artery. There is no treatment for this issue, and this should not cause any harm to the patient. The aneurysm was successfully stented.